Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. Customer did not know the reason for high bg, but thought it could be due to food consumed. Infusion set site was changed and boluses delivered to address bg. Customer declined to perform system check with tandem technical support.